Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no image/flickering light - the blades are cleaned offsite and as such, they would not be able to account for the missing lenses. No negative impact in state of health reported. Cross reference MDR 9610617-2026-00895. Cross reference MDR 9610617-2026-00896.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).